Event description:
Caller reported experiencing an error with their continuous glucose monitor. It was determined that the customer's blood glucose level remained stable during the event. Technical support provided instructions for resetting the pump, which resolved the issue, allowing the caller to successfully start a new sensor session.